Event description:
It was reported that pump experienced malfunction alarm, with no notable events occurring beforehand and malfunction code displayed on pump. There was no reported impact to the customer¿s blood glucose level. Customer contacted technical support, reset pump with guidance from support, confirmed malfunction did not recur after reset, and was advised to continue using pump and to call back if malfunction code appeared again, which customer acknowledged and understood.